Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the base and mid of the blade. Both blade edges were indented. Which is the cause for the instrument to be dull, rigid/stiff to open and close therefore, instruments jaws not meeting properly. The complaint regarding the instrument did not articulate properly was confirmed by failure analysis. The probable root cause can be attributed to use related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument does not articulate properly. The procedure was completed with no reported injury.